Event description:
Reporter indicated high lead impedance was noted at a routine generator replacement surgery. The pt underwent a complete revision. The pt was also experiencing an increase in seizures, but the increase was not greater that pre-vns baseline seizure levels. The pt had no known trauma. Product analysis was completed on the returned generator and lead. The generator analysis yielded no anomalies and the generator eri flag was set to yes. The lead analysis did not reveal any anomalies. The electrode array was not returned.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.